Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and pelvilace to trans-obturator biourethral support system was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with explanation of sling due to recurrent sui with prior failed transobturator sling procedure. It was reported that following insertion the patient experienced pain, urinary problems and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.